Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore, no review could be performed. The reported device and the defective spare part were not returned to our laboratory for analysis. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. However, a repair report was provided, stating that the keypad was replaced, and the device was subsequently operational. Based on the available information and the fact that the device/part was not returned, the root cause of the reported issue was probably a defective keypad (not returned). This complaint has been registered for statistical monitoring. If further evidence is provided later, we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated, the trend is: normal.

Event description:
The following has been reported: faulty keypad. Work description: error 54-0080 when plugged in without battery, gives battery error when battery is connected and does not accept keypad input. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.